Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and isolated the problem to the mainframe mother board and communication board. Both boards are no longer available. 6600 c-arm end of life letters were e-mailed to the customer. No further repair information is not available.